Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The user facility has returned the impella device, and the benchtop analysis of the root cause of the positioning issue was patient movement as he was very fidgety and unable to lay that impacted impella and led to sudden drop in motor current and flow.

Manufacturer narrative:
The device was returned for further evaluation. Upon visual inspection, it was verified that the cannula and pigtail on the pump were damaged and creased. The investigation is still ongoing regarding a potential cause for the noted issue. Upon conclusion of the investigation, a supplemental report will be submitted with a summary of the results.

Event description:
The complainant reported a 70-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was noted that an impella position in aorta alarm triggered after the patient began shifting around. During attempted repositioning of the pump, the device folded on itself in two different locations. A snare was used to capture the pigtail and straighten out the device, however the decision was made to explant the pump as the patient's pressure had stabilized. There was no patient harm.